Manufacturer narrative:
Other text: correction: g4.the smiths medical aware date was previously reported incorrectly as (B)(6) 2021. The correct date is (B)(6) 2021.

Event description:
It was reported that the cadd solis vip pump produced the following error code: 41622. The product problem was observed immediately upon use. The product problem did not cause or contribute to any adverse patient health effects.